Manufacturer narrative:
Medical device lot #: an invalid lot # of 60243019 was provided. Medical device expiration date: unknown. Initial reporter occupation: sr. Global post market surveillance specialist. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that the 3 ml bd luer-lok¿ luer-lok¿ tip experienced leakage and device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: material no. 309657 batch no. Unknown (provided 60243019) complaint 1 of 2 caller reported two syringes were leaking on the side of the syringe. Customer reported that this issue occurred on (B)(6) 2020. Number of occurrences - 2 did the caller insert the needle into the cartridge and encounter fill resistance? - no, customer reported that he discarded the syringes. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 60243019. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes. Resolution - caller was able to successfully fill a cartridge with new needle/syringe.